Event description:
Allegedly, during an intubation, the top of a laryngoscope assembly separated from the body of the handle causing a jerking motion by user with the result that the blade attached to the top of the handle made contact with pt's upper gums causing minor bleeding. No medical attention was required; intubation was completed.

Manufacturer narrative:
Hospital is not releasing instrument.